Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced a sound and the speaker was not defective. The customers device speaker was replaced in an abundance of caution. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating the system displayed an error for a speaker malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.